Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield r-wave oversensing. Technical services (ts) recommended programming changes. No adverse patient effects were reported. This crt-d remains in service.